Manufacturer narrative:
Evaluation summary: the pre-op and post op x-rays are not available to analyze the fixation. Surgical notes provided indicate that there was evidence of a complete avulsion of the patellar ligament and disruption found in the extensor mechanism. The surgeon also mentions that the pt could undergo further surgical procedures based on the outcome of culture testing. With the available information, the probable cause for pt's draining of the knee cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt was revised for wound drainage and possible infection.